Manufacturer narrative:
This report is submitted on february 9, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently on (B)(6) 2017, the device was explanted. It is unknown whether the patient was reimplanted with another device.

Manufacturer narrative:
This report is submitted on march 09, 2017.